Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -10.85% during testing. There was no patient involvement.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis due failing the accuracy test. Three delivery tests were performed. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. No actions needed to be taken.